Manufacturer narrative:
(B)(4).

Event description:
Additional information received; the patient reports seeing double images and being unable to read properly. The patient is unable to wear glasses or contacts.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a decentered treatment of the left eye following epilasik treatment. The patient reported blurry vision. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Topography of the patients eye shows the contour of the patient¿s cornea after treatment. The treated portion is not centered and appears more superior than intended. The conclusion is that the event is not related to device malfunctioning. It is due to the patient who was not looking at the green fixation light as shown in the treatment report leading to superior decentration of ablation profiles in both eyes. The root cause is that patient was not cooperating and not looking at the green fixation light. (B)(4).